Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on 4/28/08 and a mesh was implanted. It was reported that following insertion the patient experienced infection, urinary/bowel problems, recurrence, bleeding, and dyspareunia. It was reported that patient underwent diagnostic laparoscopy with enterolysis and anterior repair, and attempted mesh revision, on (B)(6) 2014 due to pelvic adhesions, stress urinary incontinence, and dyspareunia. No additional information was provided.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent bladder tumor removal due to sui. It was reported that patient underwent cystoscopy with biopsy and fulguration of bladder lesion on (B)(6) 2014 due to bladder lesion and history of mid urethral sling.